Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (motor issue) issue. This complaint is being reported because the piston allegedly was not moving during the rewind, load and prime steps and insulin delivery to the patient could be affected. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2016 with the following findings: on investigation, rewind, load and prime steps were successfully completed without any failure of the piston to rewind. There was no evidence in the alarm history or black box data relating to motor failure. The pump was exercised for 24 hours with no evidence of motor failure. No debris was found in the cartridge compartment. Investigation did not confirm nor duplicate the complaint and the pump was found to be operating as intended without malfunction.